Manufacturer narrative:
Health hazard evaluation (hhe) was completed.

Event description:
Half of connectors are engaged during the tigerpaw system ii devices use. It's assumed that one or more sutures were used to complete the procedure. There is no pt effect. There is no blood loss as a result of the reported issue. There is no delay in procedure. The tigerpaw system ii devices were used during cardiopulmonary bypass procedure.